Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/05/2019. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? Normal bmi. Name of initial surgical procedure? Tvt exact. The initial approach for the index surgical procedure? As above. Any concurrent procedure/device implantation? No. Were there any intra-operative complications? No. Other relevant patient history/concomitant medications - none. If applicable, will product be returned, return date, tracking information - n/a. .what is physician¿s opinion as to the etiology of or contributing factors to this event - uncertain. What is the patient's current status? Well- erosion removed.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Name of initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Other relevant patient history/concomitant medications? Product code and lot #? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that patient underwent sling procedure on an unknown date. Following the procedure, two-thirds threads of mesh extruded into vagina. On (B)(6) 2018, a portion of the mesh was excised under anesthesia and patient will be reviewed at six weeks. Additional information has been requested.